Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 04/10/2007 to treat pelvic organ prolapse and pelvic floor repair and mesh implanted. It was reported that the patient had a concurrent procedure of a hydrodistention of bladder, bilateral retrograde ureterograms and urethral dilation performed during mesh implantation. It was reported that the patient experienced pain, infection, dyspareunia , urinary problems, neuromuscular problems and erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent removal on (B)(6) 2009 and cystoscopy on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/06/2016. Additional information: age/date of birth, other relevant history.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary urgency and frequency, nocturia and urine leakage

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection, urinary urgency and frequency, nocturia and urine leakage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following insertion the patient experienced vaginal discharge, vaginal itching, pelvic discomfort, and yeast infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions.

Event description:
It was reported that following insertion the patient experienced adhesions.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and pelvic floor repair mesh implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted.  See also medwatch 2210968-2012-03904. The same patient is represented in each medwatch.